Event description:
As initially reported by the consumers family member states that after keeping lens overnight on solution, morning after wearing contact lens, consumer experienced serious eye pain and total burning of both eyeballs for sixty hours. It was reported that consumers did not use the lens case which was provided with the lens care solution rather than used regular case. The consumer sought medical attention and confirmed that the top layer of the eye was glazed over and burnt and was treated with unspecified eye drops. Physician suspect that consumers eye has sustained some damage. Additionally, information has been received states that consumer is still having issues on left eye, very red, a haze or glaze is over the eye, painful irritations and got infection on left eye, this current red hazy eye situation just happened again about two days ago and other symptoms from a week and a half on same eye. It was also reported as consumers are experiencing frequent haziness on the eye and pain along with irritation. The current status of consumers eye is symptoms continuing. No additional information has been provided at this time of reporting.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).